Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii colonovideoscope had no air or water flow. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was stuck in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that foreign material was stuck inside of the nozzle due to incorrect or insufficient reprocessing of the scope. Upon further inspection, it was also observed that the nozzle had a protrusion caused by physical handling. During testing of the device, the natural air supply volume at idle did not meet standard. Upon further testing, the water contact and water removal did not meet the standard. Testing of the air and water flow (ml/min) function also did not meet the standard. It was observed that the light guide distal end lens and the charge-coupled device lens glue were discolored. It was also observed that the plastic distal end cover had a dent. It was observed that the bending section cover glue was separated and had white clouding. It was also observed that the connecting tube and the universal cord were wrinkled. It was observed that the grip unit was cracked. Also, it was observed that the suction cylinder nut painting was peeled off. It was also observed that the angulation and the play angle did not meet specifications. Lastly, scratches were observed on the following unit components: plastic distal end cover, bending section cover, connecting tube, connecting tube pocket-pouch and, on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.